Manufacturer narrative:
Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and shaft proximity interference (spi) screening test of the returned catheter. Visual analysis of the returned catheter revealed a reddish material inside the pebax and a hole in the pebax on the thermocool® smart touch® sf bi-directional navigation catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and the force values were observed within specifications. A manufacturing record evaluation was performed and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that it was reported that the carto 3 system was displaying error 88 (force reading accuracy might be reduced) when the catheter was plugged into the patient interface unit (piu). They disconnected and reconnected all cables and catheters in the proper sequence and the issue persisted. The cable was exchanged, and the issue persisted. The catheter was exchanged, and the issue was resolved. There were no patient consequences reported. On 4/5/2021, the bwi product analysis lab received the complaint device for evaluation. On 5/4/2021, the returned catheter was inspected, and it was found with a reddish material and a hole in the pebax. This finding was assessed as an MDR reportable malfunction since the integrity of the device has been compromised.